Event description:
Customer reports, syringe leaked radioactive mixture (technetium and blood) over his arm. The plunger tip may not have been connected properly. No injury is reported.

Manufacturer narrative:
Evaluation of the returned sample found the plunger tip to be crooked on the plunger. Mfg evaluated the sample and reported that the tip can be placed in the barrel improperly if a jam occurs in the feeder lines. The detector should find this type of defect. If it occurred during production the defect was missed. The plunger tip could have pulled out during use, if the aspiration was forceful (this created heavy suction). Co is unable to determine exactly which event caused the reported problem. The lot history records are unremarkable with regard to this report. And there are no other complaints against this lot.